Event description:
The stapler was used during a laparoscopic cholecystectomy. The safety shield would not engage. Another 355l was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
F1: user facility should not have been selected. No medwatch was received from user facility.